Manufacturer narrative:
(B)(6). Method: the subject pcb of the mr850 respiratory humidifier was received at our fisher & paykel (f&p) healthcare regional office in china where it was inspected by a trained f&p service technician. Our investigation is based on the information, photograph and video provided by the healthcare facility, our evaluation of the subject device and our knowledge of the product. Results: review of the provided video observed that the speaker of the mr850 respiratory humidifier generated no audible sound, confirming the reported issue. The speaker resistance test performed by the regional service centre determined the speaker had an open circuit. Conclusion: based on the information provided by the customer and without the return of the subject device, we are unable to determine the exact cause of the reported fault. The mr850 respiratory humidifier product technical manual contains a maintenance schedule which instructs the user to conduct annual visual checking and performance testing of the mr850 respiratory humidifier. In addition, the product technical manual also states that "all servicing procedures should be followed by a humidifier test, and an electrical safety test to ensure proper operation". The mr850 respiratory humidifier is equipped with visual alarm indicators in addition to the audible alarm.

Event description:
A distributor reported on behalf of a healthcare facility in china that the audible alarm of an mr850 respiratory humidifier was not functioning during patient use. There was no patient consequence.